Event description:
It was reported that the inflatable penile prosthesis (ipp) does not inflate even when the pump is used correctly. A revision surgery will be performed, and no patient complications were reported.